Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the spyscope ds was inserted through the duodenoscope. As the spyscope ds came out through the dudodenoscope in front of the papilla, it was noticed that the working channel sleeve of the spyscope ds protruded. A jagwire was inside the spyscope ds when it protruded. There were no reported issues with the jagwire. The physician inserted the spyscope ds into the bile duct and performed the procedure with extra caution. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Initial reporter phone): (B)(6). Problem code 2979 captures the reportable event of working channel sleeve protrusion. A visual assessment was performed. As received, the working channel sleeve did not protrude. A functional assessment for working channel sleeve protrusion was performed and the working channel sleeve still did not protrude when the distal tip was articulated by turning the knobs in all directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, appear to show evidence of adhesion. Although the working channel sleeve did not protrude, the condition of bond b is consistent with returned complaint devices that do have working channel sleeve protrusion. Therefore, the complaint is confirmed. It is possible that operational factors, such as user handling/technique and patient anatomy, that are unable to be recreated in the lab, contributed to the reported event in the field. Additionally, the condition of bond b is consistent with returned complaint devices that do have working channel sleeve protrusion. Working channel sleeve protrusion in devices manufactured with these post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, the spyscope ds was inserted through the duodenoscope. As the spyscope ds came out through the dudodenoscope in front of the papilla, it was noticed that the working channel sleeve of the spyscope ds protruded. A jagwire was inside the spyscope ds when it protruded. There were no reported issues with the jagwire. The physician inserted the spyscope ds into the bile duct and performed the procedure with extra caution. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.